Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent dexcom g6 cgm pairing failures on the ilet following an inadvertent factory reset, with repeated prompts to start sensor and loss of the initial check mark despite entering new sensor and transmitter ids and confirming bluetooth version, and the issue persisted after a second factory reset and with a replacement ilet. Symptoms included no cgm glucose readings on the ilet while fingerstick glucose was 97 mg/dl and stable. Outcomes included temporary discontinuation of ilet use, reversion to an alternative insulin therapy, and instruction to consult a healthcare professional for interim management; there was no hypoglycemia, hyperglycemia, or hospitalization. Investigation included troubleshooting and user education, verification of device settings, re-entry of cgm identifiers, bluetooth version check, cgm mode toggling, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.